Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection, perforation of vessels, pericardial effusion, abrupt vessel closure, myocardial infarction, cardiac/cardiopulmonary arrest and death are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4)

Event description:
The target lesion was a severely calcified, 90% stenosed, moderately tortuous lesion in proximal mid ostial left anterior descending (lad) artery. The lad was wired with a workhorse wire via femoral access. A non-abbott microcatheter was advanced but could not cross mid lesion. The workhorse wire was removed, and a viperwire advance guide wire with flex tip was delivered through the non-abbott microcatheter. The non-abbott microcatheter was removed. The diamondback 360 coronary orbital atherectomy device (oad) was advanced to proximal lad and two low-speed treatments were performed for 25 seconds and 30 seconds with appropriate rest in between. During the second treatment, the oad crown decelerated, and stalled in the lesion. The physician gave a solid pull on the oad and the oad popped back but also sheared off the tip of the viperwire. The oad and the viperwire were removed. The tip of the viperwire remained in the distal lad. A non-csi guide wire was advanced to the lad. Perforation of mid lad and dissection of proximal lad were observed. A 2.0mm x 20mm non-csi/non-abbott balloon was used to tamponade the perforation. The proximal and distal lad were dilated with a 2.5mm x 30mm non-csi/non-abbott balloon. A non-csi/non-abbott balloon was attempted to be delivered to the proximal lad and inflated to 12 atmospheres (atm) for 10 seconds then removed. A 2.25mm x 38mm non-abbott stent was delivered to the lesion. The stent balloon was inflated at 12 atm then removed. The patient went into pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was performed, a heart pump was placed, and pericardial tap was prepped. A 2.5mm x 30mm non-csi/non-abbott balloon was delivered to lad to continue to tamponade the perforation. The circumflex (cfx) artery closed and had no flow. The lad was wired with a workhorse wire and a 2.5 x 38mm stent was placed, but the perforation was too significant and could not be stabilized. The patient expired. In the opinion of the physician, the primary cause of death was iatrogenic myocardial infarction, and the secondary cause was cardiac tamponade. Additionally, the physician thought the oad caused or contributed to the patient's death due to the oad getting stuck in the lesion and causing perforation when removed. Furthermore, in the opinion of the physician, the vessel was too tortuous and calcified, and perhaps should not have been treated with the oad. There was no alleged malfunction against the oad - it performed as intended; the patient's anatomy was difficult to treat.